Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At the facility, the devices are inspected prior to use. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device eyepiece was broken. Other observation for the device: deformation of the outer tube. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the distributor, during reprocessing the device eyepiece was broken. There is no patient involvement. The intended procedure was completed with another device.